Manufacturer narrative:
(B)(4) date sent: 6/01/2026 d4: batch #668d34. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two gst60b reloads (b and c) present. The sled of reload(b) was received in the home position; however, two double drivers were noted up without staples on the proximal end, this condition was most likely due to the premature sled movement. The condition of the driver's up shows that reload was partially fired 1/16 causing the reported event. However, it is possible that the reload was manipulated, and the sled was manually returned to its home position. The sled of the reload(c) was received partially fired 4/5. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system and the reload(c) were reset and then, the returned device and reloads (b and c) were tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. Regarding the reload(b), it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The partially fired of the reload(c) is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, a98f3z, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 668d34, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the rectum, it was observed that the device would not fire. Changed to another reload to continue the procedure but the same problem happened. Another device was used to complete the procedure. There was no patient consequence reported. No additional information can be provided.